Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media, the insulin pump kept alarming no delivery. Customer's blood glucose was unknown. Customer is not returning the device for further analysis.